Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms, which triggered a lead safety switch (lss). The lss resulted in the rv lead being automatically switched from the bipolar to the unipolar configuration. When the event was confirmed with the patient over the phone, there were no patient symptoms. Because of the high out of range pace impedance measurement in the bipolar configuration and high threshold measurement, a lead fracture was suspected. The rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.